Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that t.w. Power supply made funny static noises.

Manufacturer narrative:
Trackwise - (B)(4). The device was returned to the factory for evaluation on 03/12/2025. An investigation was conducted on 03/18/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact power supply. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (04) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (04) times. Based on the returned condition of the device as well as the evaluation results, the reported failure "electrical problem" was confirmed. A manufacturing engineer evaluation was conducted. The following is manufacturing engineering's evaluation of the vh-3010, vasoview hemopro power supply complaint onetrack #(B)(4), which was returned for the reported failure of "electrical/electronic property". ¿ the complaint was confirmed by verifying the power supply "no load voltage" and "low & high current" outputs using the test steps outlined in the equipment calibration procedure for vasoview hemopro power supply, mcv00030545 rev b. - the vasoview hemopro power supply operating ranges and tolerances are as follows: - no load voltage output: 5.5 vdc +/- 0.05 vdc - low current output: 4.0 amps dc +/- 0.05 amps dc - high current output: 6.0 amps dc +/- 0.05 amps dc - the complaint vasoview hemopro power supply was tested using a keysight multimeter model 34461a (bmram ID# (B)(4)) and the complaint lab's hemopro power supply test box, mcv00010390. The test results were as follows: - no load voltage output: 5.49 vdc (passed test) - low current output: 3.88 amps dc (failed test) - high current output: 5.79 amps dc (failed test) - the complaint vasoview hemopro power supply failed two out of the three output tests confirming that this power supply is malfunctioning. Based on the returned condition of the device as well as the evaluation results and the manufacturing engineering evaluation, the reported failure " "electrical problem" was confirmed. See attached manufacturing engineering evaluation memo the reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device serial # conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
N/a.